Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an spo2 measurement was incorrect for a premature neonatal patient. The patient was being monitored on an mp70 and the customer reported that there ¿may have been¿ a blue alarm "weak signal" which they silenced. The monitor displayed the spo2 wave and values. After about 45 min, the numeric and wave ¿did not look right¿ to the users so they replaced the spo2 sensor which showed a 30% saturation measurement. We will consider that this report of a 30% saturation is a serious injury as the change in the patient condition may not have been recognized.

Manufacturer narrative:
The issue is not consistent with a malfunction of the product. The customer stated that there ¿may have been¿ a blue alarm "weak signal" which they silenced. The intellivue instructions for use documents what happens when an inop is announced, ¿ inops are technical alarms, they indicate that the monitor cannot measure or detect alarm conditions reliably. If an inop interrupts monitoring and alarm detection (for example, leads off), the monitor places a question mark in place of the measurement numeric and an audible indicator tone will be sounded.¿ although the customer could not recall seeing a ? Displayed on the monitor, the monitor trend data shows that there was both a ? And numeric present which would indicate that the real time data on the monitor was displayed as a ? With a numeric. This cyan technical alarm indicates that there is a poor signal, defined when a numeric is displayed with a ? (Questionable numeric) which was shown consistently in the bedside trend data from 16:54 to 17:40. The signal condition of the spo2 measurement is poor and measurement accuracy may be compromised. If the inop persists, consider changing the application site or using another sensor. The customer also stated that after about 45 minutes the numeric and wave ¿did not look right¿ to the users so they replaced the spo2 sensor with a philips approved (B)(6) oximax sensor, which immediately showed (B)(4) spo2 (customer stated (B)(4) but trend data shows (B)(4)) measurement which was shown in the trend data logs collected. The customer was using a philips non approved sensor during the noted time of the incident, protech site oxi-pro-dn. A listing of philips approved sensors can be found in the intellivue instructions for use under the spo2 accessories page. There is no evidence to support that a malfunction of the product occurred.

Event description:
The customer reported that on (B)(6) 2016, bed label (B)(4) the spo2 measurement was incorrect for a (B)(6) patient. The patient was being monitored on an mp70 and the customer reported that there "may have been" a blue alarm "weak signal" which they silenced. The monitor displayed the spo2 wave and values. After about 45 minutes the numeric and wave "did not look right" to the users so they replaced the spo2 sensor which showed a (B)(4) saturation measurement. The patient had a desaturation event causing cyanosis, warranting medical treatment.